Event description:
Philips received a complaint by the customer on the v60 indicating that during preventative maintenance, the devices green check on front bezel does not work and cannot enter diagnostic. It was reported there was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided part ID for the pcba, switch, v60. The customer then observed that the pcba switch was loose and after reseating the cable it resolved the reported issue. The device passed required performance verification tests per philips standards and was returned to service.